Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose level of 100 (mg/dl) after adjusting pump basal settings from 1.0 to 3.0 per hour. Customer subsequently went to the emergency room after experiencing a headache and was treated with pain medications. Reportedly, the customer left the emergency room in "stable" condition with a bg level of 278 (mg/dl). No further information was provided on the reported issue.